Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. An ins pocket issue was reported. The ins was changed because the patient wanted the ins repositioned because it was riding a little high and also because the patient felt like she was recharging more often than before. No details were available on the charging issue, and it was unknown when the recharging concerns began. During the revision it was noted that the extension was breached; the insulation was cut. It was noted that impedance was fine. It was noted that the doctor would proceed as appropriate for the patient with all information. The revision was occurring while the rep was on the phone with the manufacturer's technical services on (B)(6) 2017. Additional information was received from the rep. It was reported that the cause of the patient charging the ins more often was not determined. The action/intervention to resolve the cut extension was an off-label use of dermabond. It was unknown if the charging concerns and cut extension had been resolved; however, it appeared that everything was okay post-operative. It was noted that the patient weighed a lot. No further complications were anticipated.